Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, post anesthesia and no ports had been placed. The system experienced a non-recoverable fault. The procedure was performed as an open surgery.

Manufacturer narrative:
An intuitive field services engineer was dispatched to service the system. Fse checked logs and found that error 90 indicates to video slice - main video processing pca (vsl). Replaced the vsl and system is working fine. An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The cfg-video slice (vsl) was received for failure analysis. During visual inspection, no issues were found that are related to the reported issue. The vsl was installed onto tan in-house system where error 90 occurred indicating an out-of-range voltage value was read from a board adc register.